Event description:
It was reported that during preparation for a tracheobronchial procedure, the package for ultraflex tracheolbronchial stent was opened and it was noted that the stent was already deployed and the sterile seal was comprimised. There was no patient involvement.

Manufacturer narrative:
The stent was fully expanded, and no issues were noted with its profile. The labeled side of the inner pouch packaging was returned and had been cut below the label. Returned for analysis was a deployed stent, suture thread and a section of the labeled side of the inner pouch packaging. As the device was not returned in its condition at which the problem was noted, in its packaging tray and with the delivery device, the complaint reported could not be confirmed. There are many inspections carried out during the manufacturing process where any issues such as reported would have been detected. In addition a deployed stent would not fit in the packaging tray. As only a section of the inner pouch packaging was returned it cannot be confirmed that there was an issue with the packaging. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The relevant personnel have been notified of this complaint. No further corrective action is planned at this time, however we will continue to monitor this type of complaint to ensure that there is no compromise in product quality. A review of the manufacturing record for this particular batch # 8586885 shows that the device met its material, assembly and product specifications at the time of its release to distribution. As the device was not returned in its condition at which the problem was noted, in its packaging tray and with the delivery device the complaint reported could not be confirmed.